Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus"), device expulsion ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus") and post procedural haemorrhage ("I experienced bleeding immediately after surgery") in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety disorder, rash on face (as a child, due to nickel allergy), migraine in 1998, breast reduction (cosmetic) in (B)(6) 2013, perforated eardrum, gravida I and parity 1 in 2001. She did not have any complications during previous pregnancy. Previously administered products included for an unreported indication: imotrex. Concurrent conditions included nickel sensitivity, shellfish allergy, asthma and shortness of breath. Concomitant products included lidocaine for anaesthesia, gabapentin for ear pain as well as antiinflammatory/antirheumatic products, contraceptives nos in (B)(6) 2013, eugynon (aviane), norethisterone (nora-be) and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("I experienced pain immediately after surgery"), back pain ("chronic lower back pain/ aching, dull, throbbing lower back pain"), arthralgia ("chronic hip pain/ hip pain/aching, cramping, gnawing, heavy, sharp, shooting pain in the hip"), pain in extremity ("left foot pain") and depression ("depression"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and uterine cervical pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), anxiety disorder ("anxiety disorder/ anxiety"), hypoaesthesia ("numbness in my left leg"), paraesthesia ("tingling in my left foot and leg"), frustration tolerance decreased ("frustration"), mental disorder ("chronic problems both mentally emotionally and financially"), complication of device removal ("complications from your essure removal procedure"), nerve injury ("nerve damage"), urinary incontinence ("urinary incontinence") and vulvovaginal pain ("radiating vagina/pelvic region pain"). The patient was treated with surgery (laparoscopic surgery, full hysterectomy) and surgery (full hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, post procedural haemorrhage, allergy to metals, procedural pain, pain in extremity, depression, anxiety disorder, hypoaesthesia, paraesthesia, frustration tolerance decreased, mental disorder, complication of device removal, nerve injury, urinary incontinence and vulvovaginal pain outcome was unknown and the back pain and arthralgia had not resolved. The reporter considered allergy to metals, anxiety disorder, arthralgia, back pain, complication of device removal, depression, device expulsion, frustration tolerance decreased, hypoaesthesia, mental disorder, nerve injury, pain in extremity, paraesthesia, post procedural haemorrhage, procedural pain, urinary incontinence, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient received medication, psychical therapy, chiropractic care, massage therapy for sever and persistent pelvic pain, chronic lower back pain, chronic hip pain, radiating vagina/pelvic region pain. She used ice pack/heating pad for hip pain, radiating vagina/pelvic region pain. She did not received treatment for pain, nerve damage, anti-inflammatory, urinary incontinence. I didn't experience an unintended pregnancy. I still have pelvic pain. The severity and persistence of my pelvic pain decreased but I still feel it. The patient tolerated the insertion procedure well diagnostic results: in (B)(6) 2013, she underwent essure confirmation test (x-ray/ultrasound). Operative note: previously noted a normal sized anteverted uterus. The uterine cavity was normal. The patient tolerated the procedure well. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus"), device expulsion ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus") and post procedural haemorrhage ("I experienced bleeding immediately after surgery") in a 36-year-old female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety disorder, rash on face (as a child, due to nickel allergy), migraine in 1998, breast reduction (cosmetic) in (B)(6) 2013, perforated eardrum, gravida I, parity 1 in 2001 and breast reduction. She did not have any complications during previous pregnancy. Previously administered products included for an unreported indication: imotrex. Concurrent conditions included nickel sensitivity, shellfish allergy, asthma, shortness of breath and fibroids. Concomitant products included gabapentin for ear pain, hydrocodone bitartrate;paracetamol (vicodin), lidocaine and meloxicam for regional nerve block as well as antiinflammatory and antirheumatic products, ethinylestradiol;levonorgestrel (aviane), hormonal contraceptives for systemic use from (B)(6) 2013 to november 2013, norethisterone (nora-be) and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("I experienced pain immediately after surgery"), back pain ("chronic lower back pain/ aching, dull, throbbing lower back pain"), arthralgia ("chronic hip pain/ hip pain/aching, cramping, gnawing, heavy, sharp, shooting pain in the hip"), pain in extremity ("left foot pain"), depression ("depression"), hypoaesthesia ("numbness in my left leg and foot"), paraesthesia ("tingling in my left foot and leg") and nerve injury ("nerve damage"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and uterine cervical pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), anxiety disorder ("anxiety disorder/ anxiety"), frustration tolerance decreased ("frustration"), mental disorder ("chronic problems both mentally emotionally and financially"), complication of device removal ("complications from your essure removal procedure"), urinary incontinence ("urinary incontinence") and vulvovaginal pain ("radiating vagina/pelvic region pain"). The patient was treated with surgery (laparoscopic salpingectomy vaginal hysteroctomy and full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, post procedural haemorrhage, allergy to metals, procedural pain, hypoaesthesia, paraesthesia, frustration tolerance decreased, mental disorder, complication of device removal and vulvovaginal pain outcome was unknown, the back pain, arthralgia, depression, anxiety disorder and nerve injury had not resolved, the pain in extremity was resolving and the urinary incontinence had resolved. The reporter considered allergy to metals, anxiety disorder, arthralgia, back pain, complication of device removal, depression, device expulsion, frustration tolerance decreased, hypoaesthesia, mental disorder, nerve injury, pain in extremity, paraesthesia, post procedural haemorrhage, procedural pain, urinary incontinence, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient received medication, psychical therapy, chiropractic care, massage therapy for sever and persistent pelvic pain, chronic lower back pain, chronic hip pain, radiating vagina/pelvic region pain. She used ice pack/heating pad for hip pain, radiating vagina/pelvic region pain. She did not received treatment for pain, nerve damage, anti-inflammatory, urinary incontinence. I didn't experience an unintended pregnancy. I still have pelvic pain. The severity and persistence of my pelvic pain decreased but I still feel it. The patient tolerated the insertion procedure well . Diagnostic results: in nov-2013, she underwent essure confirmation test (x-ray/ultrasound). Operative note: previously noted a normal sized anteverted uterus. The uterine cavity was normal. The patient tolerated the procedure well. Final pathologic diagnosis fallopian tubes, bilateral, excision: benign fallopian tubes with benign simple cysts. Surgical implants identified grossly. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Medical history and concomitant drug were added. Outcome of the event : left foot pain were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus"), device expulsion ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus") and post procedural haemorrhage ("I experienced bleeding immediately after surgery") in a 36-year-old female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety disorder, rash on face (as a child, due to nickel allergy), migraine in 1998, breast reduction (cosmetic) in (B)(6) 2013, perforated eardrum, gravida I and parity 1 in 2001. She did not have any complications during previous pregnancy. Previously administered products included for an unreported indication: imotrex. Concurrent conditions included nickel sensitivity, shellfish allergy, asthma and shortness of breath. Concomitant products included gabapentin for ear pain, lidocaine for regional nerve block as well as antiinflammatory/antirheumatic products, eugynon (aviane), hormonal contraceptives for systemic use from (B)(6) 2013 to (B)(6) 2013, norethisterone (nora-be) and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("I experienced pain immediately after surgery"), back pain ("chronic lower back pain/ aching, dull, throbbing lower back pain"), arthralgia ("chronic hip pain/ hip pain/aching, cramping, gnawing, heavy, sharp, shooting pain in the hip"), pain in extremity ("left foot pain"), depression ("depression"), hypoaesthesia ("numbness in my left leg and foot"), paraesthesia ("tingling in my left foot and leg") and nerve injury ("nerve damage"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and uterine cervical pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), anxiety disorder ("anxiety disorder/ anxiety"), frustration tolerance decreased ("frustration"), mental disorder ("chronic problems both mentally emotionally and financially"), complication of device removal ("complications from your essure removal procedure"), urinary incontinence ("urinary incontinence") and vulvovaginal pain ("radiating vagina/pelvic region pain"). The patient was treated with surgery (laparoscopic surgery, full hysterectomy) and surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, post procedural haemorrhage, allergy to metals, procedural pain, hypoaesthesia, paraesthesia, frustration tolerance decreased, mental disorder, complication of device removal and vulvovaginal pain outcome was unknown, the back pain, arthralgia, pain in extremity, depression, anxiety disorder and nerve injury had not resolved and the urinary incontinence had resolved. The reporter considered allergy to metals, anxiety disorder, arthralgia, back pain, complication of device removal, depression, device expulsion, frustration tolerance decreased, hypoaesthesia, mental disorder, nerve injury, pain in extremity, paraesthesia, post procedural haemorrhage, procedural pain, urinary incontinence, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient received medication, psychical therapy, chiropractic care, massage therapy for sever and persistent pelvic pain, chronic lower back pain, chronic hip pain, radiating vagina/pelvic region pain. She used ice pack/heating pad for hip pain, radiating vagina/pelvic region pain. She did not received treatment for pain, nerve damage, anti-inflammatory, urinary incontinence. I didn't experience an unintended pregnancy. I still have pelvic pain. The severity and persistence of my pelvic pain decreased but I still feel it. The patient tolerated the insertion procedure well diagnostic results: in (B)(6) 2013, she underwent essure confirmation test (x-ray/ultrasound). Operative note: previously noted a normal sized anteverted uterus. The uterine cavity was normal. The patient tolerated the procedure well. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received: reporters details added. Event outcome updated for "left foot pain, urinary incontinence, nerve damage, anxiety, depression". Event start dates added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus"), device expulsion ("essure perforation/ perforated in uterus and cervix/ essure device was lodged in my uterus") and post procedural haemorrhage ("I experienced bleeding immediately after surgery") in a 36-year-old female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety disorder, rash on face (as a child, due to nickel allergy), migraine in 1998, breast reduction (cosmetic) in (B)(6) 2013, perforated eardrum, gravida I and parity 1 in 2001. She did not have any complications during previous pregnancy. Previously administered products included for an unreported indication: imotrex. Concurrent conditions included nickel sensitivity, shellfish allergy, asthma and shortness of breath. Concomitant products included gabapentin for ear pain, lidocaine for regional nerve block as well as antiinflammatory/antirheumatic products, eugynon (aviane), hormonal contraceptives for systemic use from (B)(6) 2013 to (B)(6) 2013, norethisterone (nora-be) and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("I experienced pain immediately after surgery"), back pain ("chronic lower back pain/ aching, dull, throbbing lower back pain"), arthralgia ("chronic hip pain/ hip pain/aching, cramping, gnawing, heavy, sharp, shooting pain in the hip"), pain in extremity ("left foot pain"), depression ("depression"), hypoaesthesia ("numbness in my left leg and foot"), paraesthesia ("tingling in my left foot and leg") and nerve injury ("nerve damage"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and uterine cervical pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickel"), anxiety disorder ("anxiety disorder/ anxiety"), frustration tolerance decreased ("frustration"), mental disorder ("chronic problems both mentally emotionally and financially"), complication of device removal ("complications from your essure removal procedure"), urinary incontinence ("urinary incontinence") and vulvovaginal pain ("radiating vagina/pelvic region pain"). The patient was treated with surgery (laparoscopic surgery, full hysterectomy) and surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, post procedural haemorrhage, allergy to metals, procedural pain, hypoaesthesia, paraesthesia, frustration tolerance decreased, mental disorder, complication of device removal and vulvovaginal pain outcome was unknown, the back pain, arthralgia, pain in extremity, depression, anxiety disorder and nerve injury had not resolved and the urinary incontinence had resolved. The reporter considered allergy to metals, anxiety disorder, arthralgia, back pain, complication of device removal, depression, device expulsion, frustration tolerance decreased, hypoaesthesia, mental disorder, nerve injury, pain in extremity, paraesthesia, post procedural haemorrhage, procedural pain, urinary incontinence, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient received medication, psychical therapy, chiropractic care, massage therapy for sever and persistent pelvic pain, chronic lower back pain, chronic hip pain, radiating vagina/pelvic region pain. She used ice pack/heating pad for hip pain, radiating vagina/pelvic region pain. She did not received treatment for pain, nerve damage, anti-inflammatory, urinary incontinence. I didn't experience an unintended pregnancy. I still have pelvic pain. The severity and persistence of my pelvic pain decreased but I still feel it. The patient tolerated the insertion procedure well. Diagnostic results: in (B)(6) 2013, she underwent essure confirmation test (x-ray/ultrasound). Operative note: previously noted a normal sized anteverted uterus. The uterine cavity was normal. The patient tolerated the procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.